Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and there was under reported of atrial arrhythmias due to them falling in to blanking period. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.